Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the device did not do what it was supposed to do. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.